Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to make adjustments and won't do telemetry both with or without the antenna attached. The device was not dropped, crushed, or wet. Multiple patient programmers were used and the same issue was observed. No patient symptoms associated with the event. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported a surgery was planned for (B)(6) 2015. The issue with not being able to adjust stimulation was not resolved. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).